Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead in segments was returned and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d284vrc implantable cardioverter defibrillator: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia); recorded apparent non-physiologic non-sustained events; noted elevated rv pace/sense impedance, and had a conductor fracture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.